Event description:
It was reported that a clearlink system y-type blood/solution set was involved in an alarm situation with a non-baxter infusion pump. This occurred after patient connection, while loading the set into the infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The unknown lot number could have been produced in either (B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.